Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the procedure, the device sparked. The procedure was completed with a backup device. No patient injury or complications were reported.

Manufacturer narrative:
A functional evaluation was performed and presented a motor stall error and heating of the hand piece. A visual inspection of the exterior of the device was performed and no damage was observed. Corrosion was observed on the cable assembly connection and gearbox fork assembly. The motor and gearbox could not be removed from the housing for further assessment due to corrosion. A review of the manufacturing records shows that this unit was released to distribution on or about december 30, 2014. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. (B)(4).